Event description:
It was reported that during a gastric bypass procedure, the cartridge fell out of the jaw of the device. The procedure was completed with another device. There was no pt consequence.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.